Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 mg/dl. Reportedly, the cause of the high bg was due to a recent medical procedure and steroid medication. The impacted bg level was not due to the pump or supplies. The customer administered a manual injection to stabilize bg level. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted due to the malfunction alarm. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.